Manufacturer narrative:
Test strip lot #: 10202141204. Expiration date on: 07/2016. Control solution lot none. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical by the consumer's spouse that, "my wife's test strips are not reading accurately". The consumer administered 10 units of insulin based on a blood glucose result of 263 mg/dl. Subsequently, the consumer experienced a hypoglycemic event requiring emergent food intervention to raise her blood glucose level. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution. The meter and test strips will be returned for eval.